Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device: uterine cavity"), menorrhagia ("abnormal bleeding (menorrhagia)") and pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (no complications)") in a 29-year-old female patient (gravida 7, para 4) who had essure (batch no. 789025) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 3 (B)(6) 2006, (B)(6) 2008, (B)(6) 2011 and recurrent abortion. Concurrent conditions included menometrorrhagia, hematometra, hair loss, libido decreased and dizziness. Concomitant products included cefalexin (cephalexin), cilest (sprinted), diazepam (valium), famotidine, ibuprofen, nsaid's, paracetamol (acetaminophen), phenazopyridine and zolpidem. In (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/pain: pelvic area"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues") and gestational hypertension ("high blood pressure in unintended pregnancy"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with bupropion, surgery (right essure removed ((B)(6) 2011)/ bilateral salpingectomy (B)(6) 2013) and surgery (dilation and curettage and novasure endometrial ablation ((B)(6) 2016)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pregnancy with contraceptive device, dysmenorrhoea, infection, menstrual disorder, depression, anxiety and gestational hypertension outcome was unknown and the menorrhagia, pelvic pain and vaginal haemorrhage was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2013. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, gestational hypertension, infection, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Per medical record: on (B)(6) 2013, she stated that her left tube still has an essure wire. Otherwise, her right side apparently they were able to remove the wire. On (B)(6) 2013, removal detail: 5mm ligasure was utilized again follow the left fallopian tubes to its fimbriated ends and started at fimbria to the proximal portion of the fallopian tube. This was removed intact and again noted no remnants of essure. Similarly done to the right fallopian tubes pregnancy problem list: threatened abortion diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2012: positive; on (B)(6) 2012: positive (B) (6) 2013, surgical pathology report revealed : specimen: left tube, right tube. Specimen 1, designated ''left tube," is a tubular piece of pink-tan tissue, 6.5 cm in length, averaging 0.1 cm in diameter each. Representative cross sections are submitted in cassette. Specimen 2, designated ''right tube," is two segments of tubular pink-tan tissue, 4.0 and 4.5 em in length, averaging 0.7 to 0.8 cm in diameter each. Representative cross sections are submitted in cassette. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, pelvic pain, vaginal bleeding, depression, anxiety quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Other relevant history updated. Event: hypertension in pregnancy was newly added. Outcome of vaginal haemorrhage and menorrhagia was changed from unknown to recovering/resolving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterine cavity') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (batch no. 789025) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 2006, (B)(6) 2008, (B)(6) 2011)) and recurrent abortion. Concurrent conditions included menometrorrhagia, hematometra, hair loss, libido decreased and dizziness. Concomitant products included cefalexin (cephalexin), diazepam (valium), ethinylestradiol;norgestimate (sprinted), famotidine, ibuprofen, nsaids, paracetamol (acetaminophen), phenazopyridine and zolpidem. In july 2011, the patient experienced pelvic pain ("severe pelvic pain/pain: pelvic area"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient had essure inserted. On 30-jul-2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 day after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (no complications)"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), gestational hypertension ("high blood pressure in unintended pregnancy"), bladder disorder ("bladder/urinary problems- bladder problem"), urinary tract infection ("bladder/urinary problems- uti"), urinary tract disorder ("bladder/urinary problems- urinary problems"), cystitis ("bladder/urinary problems- bladder infection"), vaginal infection ("bladder/urinary problems- vaginal infection") and vaginal discharge ("bladder/urinary problems- vaginal discharge"). The patient was treated with bupropion and surgery (dilation and curettage and novasure endometrial ablation ((B)(6) 2016) and right essure removed ((B)(6) 2011)/ bilateral salpingectomy (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pregnancy with contraceptive device, dysmenorrhoea, infection, menstrual disorder, depression, anxiety, gestational hypertension and urinary tract infection outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2013. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, gestational hypertension, infection, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Per medical record: on (B)(6) 2013, she stated that her left tube still has an essure wire. Otherwise, her right side apparently they were able to remove the wire. On (B)(6) 2013, removal detail: 5mm ligasure was utilized again follow the left fallopian tubes to its fimbriated ends and started at fimbria to the proximal portion of the fallopian tube. This was removed intact and again noted no remnants of essure. Similarly done to the right fallopian tubes pregnancy problem list: threatened abortion. Discrepancy- date(s) of removal: (B)(6) 2011, (B)(6) 2013. Received treatment for pain, abnormal bleeding, migration of device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded.. Pregnancy test urine - on (B)(6) 2012: results: positive; on (B)(6) 2012: results: positive. Diagnostic results: (B)(6) 2013, surgical pathology report revealed : specimen: left tube, right tube. Specimen 1, designated ''left tube," is a tubular piece of pink-tan tissue, 6.5 cm in length, averaging 0.1 cm in diameter each. Representative cross sections are submitted in cassette. Specimen 2, designated ''right tube," is two segments of tubular pink-tan tissue, 4.0 and 4.5 em in length, averaging 0.7 to 0.8 cm in diameter each. Representative cross sections are submitted in cassette. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, pelvic pain, vaginal bleeding, depression, anxiety quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), device expulsion ("migration of essure device: uterine cavity") and pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (no complications)") in a (B)(6) female patient (gravida 4, para 4) who had essure (batch no. 789025) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included menometrorrhagia, hematometra, hair loss, libido decreased and dizziness. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/pain: pelvic area"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient's last menstrual period was on (B)(6) 2012 and estimated date of delivery was (B)(6) 2013. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with bupropion, surgery (dilation and curettage and novasure endometrial ablation ((B)(6) 2016)) and surgery (right essure removed ((B)(6) 2011)/ bilateral salpingectomy (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, dysmenorrhoea, device expulsion, pregnancy with contraceptive device, infection, menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2013. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Per medical record: on (B)(6) 2013, she stated that her left tube still has an essure wire. Otherwise, her right side apparently they were able to remove the wire. On (B)(6) 2013, removal detail: 5mm ligasure was utilized again follow the left fallopian tubes to its fimbriated ends and started at fimbria to the proximal portion of the fallopian tube. This was removed intact and again noted no remnants of essure. Similarly done to the right fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2012: positive; on (B)(6) 2012: positive . On (B)(6) 2013, surgical pathology report revealed : specimen: left tube, right tube. Specimen 1, designated ''left tube," is a tubular piece of pink-tan tissue, 6.5 cm in length, averaging 0.1 cm in diameter each. Representative cross sections are submitted in cassette. Specimen 2, designated ''right tube," is two segments of tubular pink-tan tissue, 4.0 and 4.5 em in length, averaging 0.7 to 0.8 cm in diameter each. Representative cross sections are submitted in cassette. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, pelvic pain, vaginal bleeding, depression, anxiety most recent follow-up information incorporated above includes: on 17-jul-2018: this case is medically confirmed. Reporter information was updated. This case concerns (B)(6) female patient. Her demographic was updated. Pregnancy outcome was updated. Pregnancy other details were added. Her concurrent conditions were added. Her lab data was added. Essure insertion and removal date was updated. Essure lot number was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), migration of essure device location of device: uterine cavity (previously reported as device dislocation), depression and mental anguish were added. She was recovering from the event: pelvic pain. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterine cavity') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 29-year-old female patient who had essure (batch no. 789025) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (((B)(6) 2006, (B)(6) 2008, (B)(6) 2011)) and recurrent abortion. Concurrent conditions included menometrorrhagia, hematometra, hair loss, libido decreased and dizziness. Concomitant products included cefalexin (cephalexin), diazepam (valium), ethinylestradiol; norgestimate (sprintec), famotidine, ibuprofen, nsaid's, paracetamol (acetaminophen), phenazopyridine and zolpidem. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/pain: pelvic area"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 day after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (no complications)"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), gestational hypertension ("high blood pressure in unintended pregnancy"), bladder disorder ("bladder/urinary problems- bladder problem"), urinary tract infection ("bladder/urinary problems- uti"), urinary tract disorder ("bladder/urinary problems- urinary problems"), cystitis ("bladder/urinary problems- bladder infection"), vaginal infection ("bladder/urinary problems- vaginal infection") and vaginal discharge ("bladder/urinary problems- vaginal discharge"). The patient was treated with bupropion and surgery (dilation and curettage and novasure endometrial ablation ((B)(6) 2016) and right essure removed ((B)(6) 2011)/ bilateral salpingectomy (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pregnancy with contraceptive device, dysmenorrhoea, infection, menstrual disorder, depression, anxiety, gestational hypertension and urinary tract infection outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2013. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, gestational hypertension, infection, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Per medical record: on (B)(6) 2013, she stated that her left tube still has an essure wire. Otherwise, her right side apparently they were able to remove the wire. On (B)(6) 2013, removal detail: 5mm ligasure was utilized again follow the left fallopian tubes to its fimbriated ends and started at fimbria to the proximal portion of the fallopian tube. This was removed intact and again noted no remnants of essure. Similarly done to the right fallopian tubes pregnancy problem list: threatened abortion. Discrepancy- date(s) of removal: (B)(6) 2011, (B)(6) 2013. Received treatment for pain, abnormal bleeding, migration of device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure device was successfully occluded.. Pregnancy test urine - on (B)(6) 2012: results: positive; on (B)(6) 2012: results: positive. Diagnostic results: (B)(6) 2013, surgical pathology report revealed : specimen: left tube, right tube. Specimen 1, designated ''left tube," is a tubular piece of pink-tan tissue, 6.5 cm in length, averaging 0.1 cm in diameter each. Representative cross sections are submitted in cassette. Specimen 2, designated ''right tube," is two segments of tubular pink-tan tissue, 4.0 and 4.5 em in length, averaging 0.7 to 0.8 cm in diameter each. Representative cross sections are submitted in cassette. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, pelvic pain, vaginal bleeding, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: new events- bladder problem, uti, urinary problem, bladder infection, vaginal discharge, vaginal infection were added. Events outcomes were updated from recovering/resolving to recovered/resolved for events pelvic pain, menorrhagia, vaginal haemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device: uterine cavity"), menorrhagia ("abnormal bleeding (menorrhagia)") and pregnancy with contraceptive device ("post-implant pregnancy/pregnancy (no complications)") in a 29-year-old female patient (gravida 4, para 4) who had essure (batch no. 789025) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included menometrorrhagia, hematometra, hair loss, libido decreased and dizziness. In july 2011, the patient experienced pelvic pain ("severe pelvic pain/pain: pelvic area"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), infection ("infections"), menstrual disorder ("menstruation issues") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient's last menstrual period was on (B)(6) 2012 and estimated date of delivery was (B)(6) 2013. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with bupropion, surgery (right essure removed (nov2011)/ bilateral salpingectomy (B)(6) 2013) and surgery (dilation and curettage and novasure endometrial ablation (B)(6) 2016. Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, menorrhagia, pregnancy with contraceptive device, dysmenorrhoea, infection, menstrual disorder, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2013. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Per medical record: on 29may2013, she stated that her left tube still has an essure wire. Otherwise, her right side apparently they were able to remove the wire. On 25jul2013, removal detail: 5mm ligasure was utilized again follow the left fallopian tubes to its fimbriated ends and started at fimbria to the proximal portion of the fallopian tube. This was removed intact and again noted no remnants of essure. Similarly done to the right fallopian tubes pregnancy problem list: threatened abortion diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-jul-2012: essure device was successfully occluded. Pregnancy test urine - on 20-sep-2012: positive; on 21-sep-2012: positive 25jul2013, surgical pathology report revealed : specimen: left tube, right tube. Specimen 1, designated ''left tube," is a tubular piece of pink-tan tissue, 6.5 cm in length, averaging 0.1 cm in diameter each. Representative cross sections are submitted in cassette. Specimen 2, designated ''right tube," is two segments of tubular pink-tan tissue, 4.0 and 4.5 em in length, averaging 0.7 to 0.8 cm in diameter each. Representative cross sections are submitted in cassette. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, pelvic pain, vaginal bleeding, depression, anxiety quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.